Manufacturer narrative:
The product is not available for evaluation and will not be returned. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
During an enb procedure the physician obtained many biopsies using multiple biopsy tools. During continued navigation he noted a large amount of edema in the patient's lungs. A CT scan performed at that time revealed bilateral pneumothoraces and bronchiectasis. During attempted placement of fiducial markers bleeding was noted and both lungs filled with blood. A chest tube was placed without relief to the patient and the patient became hypoxic and hypotensive. Resuscitation was required and the patient was intubated, ventilated and received blood pressure support and was hospitalized. She was ventilated for approximately seven days after which she was able to breathe on her own and the physician reported her health status was improving. The physician reports the bleeding occurred from the superficial arteries secondary to edema and manipulation of the edge sensor catheter however there was no report of component or system deficiency or malfunction. If additional information pertinent to the incident is obtained a follow-up report will be submitted.